Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the time of stapling the stomach during a laparoscopic gastroplasty using the bypass technique, the reload did not fire. They replaced the device to complete the case. There was no patient injury.